Event description:
Placed on infant ventilator at 1525. At 1650 therapist was looking at ventilator settings and pulse oximeter was reading 99%, hr 122. Therapist and then moved to he other side of the ventilator and looked at the ventilator settings again and noticed the pressure manometer was hanging at 10cm h2o and was not moving and the ventilator alarms were not sounding at this time. Therapist immediately took the infant off the ventilator and the rn bagged with 200% o2 while therapist tried to troubleshoot ventilator. Md was in nursery. Infant's status prior and during were 99% and hr stable 122. Bilateral breath sounds clear. Air tank had 1800 psi, tubing was connected to vent, and no kinks present. Another ventilator was brought to nursery and infant placed on this ventilator with same settings. Infant was stable throughout entire procedure. After placed on ventilator bilateral breath sonds clear, sp 02 98-99% hr was still near 130. Vent settings pip 17, peep4, flowrate 8 lpm pi02 40 rate 60. Abg ph 7.29, pco2 27.9 o2 589. Hco2 135 bo-11, sao2 100%. Abg ph 2.36, pco2 26.3, 02 436, hco2 122, beto, sao2 100%. Infant 650 gm, 24 week. Female.